Event description:
A hemodialysis facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The issue was resolved by replacing the high flow relief regulator. The machine was returned to service.

Manufacturer narrative:
Investigation findings indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There were no adverse event associated with the reported issue. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification. The reported issue of filling of saline bag is being investigation by the manufacturer via a CAPA. The reported problems was confirmed with field service investigation and resolved by replacing a leaking high flow relief regulator. The machine is back in service.